Event description:
Medtronic received information that 12 days post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm valve of the same model. The reason for the replacement was reported as post-operative aortic valve stenosis and moderate mitral regurgitation. It was also reported that the patient had several episodes of atrial fibrillation (af) with symptomatic rapid ventricular response (rvr), requiring amiodarone medication boluses and infusion. It was further reported that the atrial fibrillation was paroxysmal, and the patient was symptomatic. An echocardiogram discovered the moderate mitral regurgitation, which was attributed to the device, which had no paravalvular leaks. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets are in the closed position. All leaflets appear slightly stiff but flexible. All commissures are intact and radiography showed no evidence of calcification on leaflets and/or commissures. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.